Manufacturer narrative:
Reported event: a right mako hip procedure at (B)(6) hospital. As stem was inserted a peri prosthetic fracture occured from the cortical screw site around the greater trochanter, surgeon aware and inserted a grip plate and dall miles cables. Fracture appeared reduced. Post operative x-ray showed the fracture had extended down to the tip of the stem. Patient to return to theatre for reduction of the fracture and insertion of a revision stem. Patient had a surgical delay in an attempt to reduce the fracture. Device evaluation and results: not performed as the device was not returned for evaluation. Device history review: not performed as the lot number was not provided. Complaint history review: not performed as the lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
A right mako hip procedure at (B)(6) hospital. As stem was inserted a peri prosthetic fracture occured from the cortical screw site around the greater trochanter, surgeon aware and inserted a grip plate and dall miles cables. Fracture appeared reduced. Post operative x-ray showed the fracture had extended down to the tip of the stem. Patient to return to theatre for reduction of the fracture and insertion of a revision stem.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A right mako hip procedure at (B)(6) hospital. As stem was inserted a peri prosthetic fracture occured from the cortical screw site around the greater trochanter, surgeon aware and inserted a grip plate and dall miles cables. Fracture appeared reduced. Post operative x-ray showed the fracture had extended down to the tip of the stem. Patient to return to theatre for reduction of the fracture and insertion of a revision stem.